Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records and x rays. Review of the records showed abnormal heavy metal level in blood. Once the capsule was opened, there was some fluid extravasated. The pseudocapsule was noted to have black areas. These were sent for specimen. Several attempts were made to remove the femoral head using a bone tamp. Osteolysis was noted around the proximal femur. It was determined the stem should be removed. The femoral component was removed and there was a fairly good size wedge of bone still affixed to the stem. The greater trochanter was noted to be fractured from the shaft but still had all of its soft tissue attachments including the vastus lateralis and hip abductors. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision surgery, when the femoral component was removed there was a fairly good size wedge of bone still affixed to the stem and the greater trochanter was noted to be fractured from the shaft but still had all of its soft tissue attachments including the vastus lateralis and hip abductors. Attempts have been made and additional information on the reported event is unavailable at this time.